Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). E1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a functional check by the customer, the cardiosave intra-aortic balloon pump (iabp) had a pim leak failed. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, return to manufacture date, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and confirmed a leak in the membrane of the safety disk. The fse replaced the safety disk and performed test. All functional and safety test performed. The device is approved for clinical use. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 10 june 2025. The failure analysis and testing dept. Received part number 0202-00-0140 with a reported unit failure of the pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
N/a.